Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had squirting during priming phase. The customer's blood glucose value was unknown at the time of the incident. The customer also reported that there were cracks where the battery goes in and a crack where the reservoir goes in, the insulin pump had rejected new batteries a few times and showed depleted battery when it was new, and also that the insulin pump had become slower during rewind. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill and rewind anomaly noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip.(B)(4).